Event description:
The report is from the study. The pt was a female, with a history of cardiac arrhythmia and hypertension. The target lesion was the right proximal external carotid artery. Pre-procedure stenosis was 80%. Lesion length was 20 mm and diameter was 6 mm. The lesion was moderately calcified, and moderately tortuous. The lesion was pre-dilated. A precise rx 6 x 40 mm was deployed at the target lesion. An angioguard rx size 6 basket, was successfully deployed and retrieved during the procedure. The pt had no neurological deficit when she left the angiography suite. The pt was discharged the following day in 2008. Approx 7 months and 20 days later, the pt had a sudden onset ischemic stroke, with behavioral change and aphasia. The pt partially, with minor residual, recovered. The neurological deficit is permanent.

Manufacturer narrative:
The adjudication minutes received agree with the previous diagnosis of cerebrovascular accident. However, the stroke was changed to a non-complaint as it occurred on the contralateral side from the originally deployed stent. Arterial restenosis was added as a reportable complaint as new information indicates that there is moderate sized plaque at the origin of the eca (index procedure target lesion) causing a 50% stenosis. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13207806 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 0 units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13207806. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13207806 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Zero units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 13207806. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. Review of the info suggests that vessel and pt factors may have contributed to the reported event.

Event description:
Patient was revised to address infection.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Addendum received on 5/19/2010: the adjudication minutes agree with the previous diagnosis of cerebrovascular accident. However, the stroke no longer meets FDA reportability criteria as it occurred on the contralateral side from the originally deployed stent. Arterial restenosis will be added as a reportable complaint as new information indicates that there is moderate sized plaque at the origin of the eca (index procedure target lesion) causing a 50% stenosis.